Event description:
Reporter indicated that pt has passed away from complications related to lymphoma that was diagnosed a month earlier. Physician indicated that ncp system was not related to the cause of death.